Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated "di water purity" (de-ionized water purity) error and "smart module communication" error. Customer reported that there was leaking from the reagent probe. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the syringe drive and collar wash waste valves. The fse tested quality control and did not notice any errors. The fse verified the repair was performed per established procedures.